Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 6 of 6. The technical service representative (tsr) assisted the hp to clear the alarm and advised the se 2240 indicates air entered the set up. The hp stated she would complete therapy with a manual exchange. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 6/6 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).